Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received. Visual inspection, functional testing (per the label copy), and pressure testing did not identify any defects. The reported condition was unable to be verified for the sample received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that their blood administration set leaked. According to the report, the leak was coming from the base of the drip chamber, where the tubing and the chamber meet. This observation was made prior to patient use. The tubing was primed with saline. Additionally, the customer noted t a slight discoloration on the tubing and the packaging (addressed in a separate report). No additional information is available.